Manufacturer narrative:
Age or date of birth, weight, ethnicity: information unknown/not provided. Date of event: unknown/not provided. But best estimate (B)(6) 2022. Brand name: unknown, as the serial number was not provided. Only provided as synergy iol. Model number: unknown, as the serial number was not provided. Only provided as synergy iol. Catalog number: unknown, as the serial number was not provided. Serial number: unknown, as information was not provided. Expiration date: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. If explanted; give date: not applicable, there is no indication the lens has been explanted. The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. The serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that a patient with an intraocular lens (iol) implanted in his left eye, 6 days post-operatively (op) experienced improvement in vision for reading, however, after passing 70 centimeters, the patient's vision was clear in distance, but, it was impossible to read license plates, and even recognize a vehicle in traffic as it started to blur. At night, the patient had a significant loss of vision and difficulty driving during the day and at night. Further information was provided that the patient's eyesight is worse than it was and the patient cannot drive during the night, because headlights and night lights make it impossible to see during the day. The sharpness at 159 meters went to 20 meters and everything is blurred starting at 80cm at one month post-op. The lens remains implanted. No other information was provided.